Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer mentioned pump froze while the customer was at the laundry , keypad buttons were not responding. The event involved product(s) mmt-387a, mmt-332a, mmt-1884 and mmt-7040a. Troubleshooting was performed for blank display and the frozen display did not reoccur. Troubleshooting was performed for keypad complaint and after completing the keypad buttons were working as normal. Troubleshooting was performed for under delivery and identifies that customer alleges under delivering because the pump us has high blood glucose continuously for two days. No further patient complications were reported. Mmt-387a, mmt-332a, mmt-1884 and mmt-7040a products were not expected to return. Frn-mmt-332-rsvr, unomed inf set, ozp-mmt-7040a-snsr.